Manufacturer narrative:
Abbott field service inspected the analyzer and performed troubleshooting of the issue. Multiple parts were replaced and adjusted; however, a single likely cause part was not identified. The i2000sr analyzer, therefore, was considered the likely cause for the issue. The customer's instrument logs were reviewed. The referenced sample ID (B)(6) was located, however the sample ID only indicated a total b-hcg result of <7000 miu/ml. No sample ID was provided for the sample generating a result of 695.86 miu/ml and repeating <1.2 miu/ml. A review of the architect serial (B)(4) service history identified two subsequent tickets related to the complaint issue. Both tickets are currently under investigation for the architect b-hcg reagent. A review of the architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified. This issue was previously reported under MDR number 3005094123-2018-00022 under a different suspect device.

Event description:
The customer reported a falsely elevated architect total b-hcg result for a (B)(6) female patient, whle using the architect i2000sr analyzer. The sample generated an initial result of 695.86 miu/ml and retest generated <1.2 miu/ml. The customer indicated the issue occurred with sample ID (B)(6). No adverse impact to patient management was reported.